Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Dents and scratches were seen on the insulation. IFU states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes are normal wear, improper sterilization methods, and user the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that handle failed integrity test.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that handle failed integrity test.